Event description:
On (B)(6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ping meter was reading inaccurately low compared to another meter. The pt alleged that the issue began at an unspecified time on the evening of (B)(6), 2010. The pt reported a blood glucose result of "266 mg/dl" with the subject meter and "320 mg/dl" on her second meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Two hours prior to the alleged issue. The pt mentioned that she was lethargic. The pt indicated that she manages her diabetes with an insulin pump. At approximately 6 pm, after the alleged issue occurred, the pt stated, she gave herself insulin based on the reading on the subject meter (dosage is not specified). Per cca documentation, the pt retested two hours later on both meters and noticed that the second meter read "20 points" higher compared to the subject meter (results from both meters were not specified). The pt indicated she gave herself 6.4 units of insulin, based on the reading she received from the second meter. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and that the blood glucose results were from the approved (per owner's manual) sample site. In addition, the cca noted that the pt did not have control solution and test strips at the time of the call to test the reported products. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported because, the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The pt's symptoms started before the reported issue first occurred. There is no indication that there was a delay in treatment. The pt was able to correct her treatment based on the reading from her second meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.